Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. Postoperatively the patient presented with vaginal mesh exposure. The patient had surgery to excise the mesh. This is all the known information at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.